Event description:
It was reported that the blade fell out of the micro reciprocating saw during a pediatric facial reconstruction surgery, due to the release button being depressed. The blade entered the surgical site and was removed without complication. The procedure was completed successfully with the same device, without injury to the patient or user.

Manufacturer narrative:
The device is not available for evaluation.